Event description:
It was reported that pulse generator interrogation indicated that elective replacement indicator (eri) was reached on (B) (6) 2010. On (B) (6) 2009, battery data was 2.73 v, 22 ua and 5.2 kohms with an estimated 0.75 years remaining to eri. It was believed that the device may have reached eri prematurely, based on the longevity estimate given on (B) (6) 2009. The pulse generator was explanted and replaced.